Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup insulin therapy and declined follow-up to ensure backup therapy was obtained.